Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records patient was revised to addressed painful right hip, elevated serum chromium and cobalt levels and metallosis of synovium. Operative notes indicated scar tissue from the posterior trochanteric area. Metallic staining of the entire surface of the synovium was noted. Upon inspection of the stem no indication of bony resorption, no loosening of stem and acetabular component. There was an osteophyte along the posterior edge of the acetabulum, which osteomized and removed. The cup itself appeared to be relatively neutral version. Clinic visits reported that patient developed cardiac arrhythmia.

Event description:
Pfs alleges stiffness, walking difficulty and discomfort. Doi: (B)(6) 2008. Dor: (B)(6) 2018. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. No code available use for absence of treatment.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.